Event description:
A facility reported that after the neuromonitor basic kit (ID 826631) was implanted, the icp did not show the icp readings. The icp monitor used was icp express, 220 volt (ID 826635). The issue was detected before the site closure and the event led to 10 minutes surgical delay. The reported microsensor was changed to a new one. The patient status was stable.

Manufacturer narrative:
The neuromonitor basic kit (ID 826631) was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.